Event description:
It was reported that on (B)(6) 2012, at 4:16 pm mt, the rn called because they were having triggering issues. The intra-aortic balloon (iab) was inserted via a sheath in the patient¿s (pt.¿s) left femoral artery. Indication for iab: stemi (heart attack), pt. Undergoing pci (percutaneous coronary intervention). According to the rn, pt. Is male with a 40 cc iab in place. The rn stated the trigger keeps changing and not pumping very much. (Iabp serial number is (B)(4)). The pt. Was very restless and in sinus tachycardia. Per the rn, ECG is having artifact and the ECG trigger is switching around frequently. They tried to reposition the ECG leads. The clinical support specialist (css) asked the rn if the arterial pressure (ap) waveform was good on the monitor; the rn replied it was. The css had the rn disconnect the ECG cable from the pump to see if the pumping would stabilize. When the rn did this, she said it was still not pumping consistently. The css asked the rn what the ap waveform was doing and she said it was dampening at times. The css explained that the pump would need to have a stable ECG signal or stable ap signal for trigger in order to pump consistently. After flushing the arterial line, the pumping was more consistent. The css suggested some lead placements and explained that if they have artifact, wavy baselines or small complexes the pump would have trouble triggering off the ECG. The css said if they continued to have dampening of the arterial line, that would also not provide them with an adequate signal for trigger. The rn asked if there was anything else they could do and the css explained unfortunately there was not. All iabp¿s require either a stable ECG or ap signal to trigger from before it can pump consistently. After repositioning the leads again, the signal was more stable. An update on (B)(4) 2012, at 3:42 pm mt stated the pt. Was in a sinus rhythm, stable and only had dobutamine still infusing (the other pressors had been discontinued). The ICU rn called the css because the ap waveform was not displayed. When the css spoke to the rn, she stated that they had an ap waveform on the monitor earlier and now it was gone. The message on the screen was saying that the ap waveform was unavailable. The rn said it was flat and the css asked if the flat line was at the top, middle or bottom of screen. Per the rn, it was a flat line in the middle of the screen. The css explained that most likely they had a very dampened ap waveform, the css asked the rn if they had tried to reposition, aspirate and flush the line and rn replied they had not done that. The rn was able to slowly aspirate blood back, but it was very difficult to flush forward and took several minutes to clear the line. The css had the rn place traction on the catheter, but that did not improve the situation. After the rn was able to clear the line, the ap waveform was still flat. The css explained that the central lumen was most likely clotting and that they would need to use a different arterial line for timing or have the catheter replaced. According to the rn, they currently have a second femoral arterial line available and switched that to the pump; they now have a good waveform on the monitor. The css told the rn that they could set a map alarm on the pump since they did not have the femoral line on the bedside monitor. The css recommended that they tape the central lumen and mark it not to be used. The css also reminded the rn to contact the physician to let them know of the clotted central lumen. There was no reported pt. Death, injury, or complications. The pt. Is being successfully supported by the iabp therapy.

Manufacturer narrative:
(B)(4).